Event description:
The customer reported that the device's internal speaker was not working with no confirmation of sound. It is unknown if the device was in use on a patient at the time of event and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that alarms and sounds could be heard when the device was in telemetry mode, but not when it was put into local mode. This indicates an issue with the internal speaker. The product was returned and the reported issue was confirmed. The device was evaluated and the reported issue was confirmed. Customer received a replacement unit. The device was not in use on a patient at the time of the event.